Manufacturer narrative:
The faulty unit was shipped to spacelabs healthcare for depot repair. The device was received and evaluted by an equipment service center technician. The reported problem was verified and the failure was identified to be caused by a faulty sldc pcba. The device was repaired and passed all functional testing before being returned to the customer. The loss of parameters was due to a faulty sdlc pcba.

Event description:
The customer reported that while in use, the qube bedside monitor would intermittently lose patient monitoring. There was no patient or user harm associated with this event.